Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately 1 year after implant this pacemaker continued to cause pain around the pocket area for the patient. Due to the duration of the issue the physician performed a revision procedure wherein the device was repositioned subpectorally. No additional adverse patient effects were reported. This system remains in service.